Event description:
Upon receipt of the device, the field service rep (fsr) reported that unit would not calibrate, an out of box failure. There was no pt involvement. Investigation in process, but not yet completed.